Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis was normal.

Event description:
It was reported that during implant, the atrial lead exhibited a sensing anomaly. The lead was removed and replaced.